Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the right ventricular lead was explanted due to a suspected lead fracture. The patient was stable.